Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection occurred with the interventional wire (enroute 0.014'' guidewire) which required a second unplanned stent to cover the dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported, that during a transcarotid artery revascularization (tcar) procedure. A dissection occurred, with the interventional wire (enroute 0.014'' guidewire). Which required, a second unplanned stent to cover the dissection.